Manufacturer narrative:
An event regarding infection involving a restoration adm x3 ins 28/48 was reported. The event was not confirmed. The device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection may result from other factors not necessarily related to the device. No further investigation is required at this time.

Event description:
It was reported that there was a right hip revision and I&d due to infection.

Event description:
It was reported that there was a right hip revision and I&d due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 6260-9-428, lot # 37595902, description: 28mm +12 lfit v40 head; cat # 626-00-42e, lot # 45900004, description: modular dual mobility insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.